Manufacturer narrative:
Date of event: unk. Eval method: follow-up with company representative.

Event description:
It was reported in a case study that a patient underwent a balloon kyphoplasty procedure. Patient developed severe central spinal stenosis; however, had complete pain relief. Reportedly, anterior vascular extravasation appeared in postoperative x-rays. No further information was reported.